Event description:
It was reported that during a da vinci-assisted surgical procedure the force bipolar instrument hinge was not working correctly and continually catching on tissue. The nurse (rn) who was present for the procedure stated the surgeon was moving the force bipolar instrument and it would catch on tissue as it moved. It was not known exactly where on the instrument the tissue was catching, if it was the jaws or at the wrist of the instrument. A portion of bowel tissue was caught causing a small nick in the bowel. The surgeon used cautery to the area of tissue and had no concern of injury to the area. No bleeding occurred. The exact area of the bowel where the nick occurred could not be recalled. The force bipolar instrument was removed and a new force bipolar was used to complete the procedure. The procedure was completed robotically as planned.

Manufacturer narrative:
No product has been returned for failure analysis investigation.